Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body dried drug or blood occlusion. The complete catheter was returned in two segments. Initially there was an occlusion noticed during the decontamination procedure, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter.

Event description:
It was reported the catheter was unable to be aspirated. It was noted the patient¿s last refill program date was (B)(6) 2014. It was noted the catheter was replaced on (B)(6) 2014. It was further noted the diagnostic method was surgical observation with the results of unable to aspirate the catheter. It was noted the etiology was related to the device or therapy and not related to the implant procedure. It was further noted that there were no patient signs or symptoms. It was noted the patient outcome was resolved without sequelae on (B)(6) 2014. The pump contained morphine, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.